Event description:
It is alleged that when the customer was using the console they did not use pressure sensing hardware causing extravasation to the distal part of the pt's leg. It was reported that the pt is doing fine.